Event description:
Healthcare professional reported paradoxical hyperplasia (ph), that the ¿area looks bigger than before doing the coolsculpting treatment taking the shape of the applicator, it feels harder compared to other areas of the pain and a bit painful if pinched¿, and that the ¿patient is upset, frustrated and complaining from the new shape¿ on the upper and lower abdomen areas with a cooladvantage plus applicator (upper abdomen) and a cooladvantage applicator (lower abdomen) for a coolsculpting system post treatment, following treatment performed on (B)(6) 2025.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.